Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve was selected for implant. During the procedure, while deploying the device in the native aortic annulus, the stent frame at the commissure level and upper stent level were constricted. A post-bav was performed with a 24mm non-abbott balloon reducing the constriction at the stent's commissure level, but without effect on the upper stent level. The patient hemodynamics were good with a gradient of 4mmhg and mild pvl. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve was selected for implant. During the procedure, while deploying the device in the native aortic annulus, the stent frame at the commissure level and upper stent level were constricted. A post-bav was performed with a 24mm non-abbott balloon reducing the constriction at the stent's commissure level, but without effect on the upper stent level. The patient hemodynamics were good with a gradient of 4mmhg and mild pvl. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior design/product development engineer. Based on all available information, a cause for the reported valve underexpansion could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.